Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01584, 01585, 01586.

Event description:
Allegedly was revised due to mom complications. Patient underwent a blood test on (B)(6) 2012 which showed his cobalt, serum/plasma level was 4.4 and chromium, serum was 1.1.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.